Event description:
It was reported that a pt in the ccu developed a stage 4 ulcer under the left facial side of the anchorfast oral endotracheal tube fastener. The device had been in place for 6 days. Plastic surgery was needed for the ulcer. The pt is reported to be doing very well.

Manufacturer narrative:
(B)(4).